Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported that a patient had two fractured screws bilaterally at l3 upon a 5 month follow-up x-ray. Construct was l3-s1. Patient is asymptomatic. No plans for a revision surgery has been scheduled. No patient complications were reported.